Manufacturer narrative:
(B)(4). Initial reporter, foreign country : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the femoral trial during an initial knee surgery, the impactor pad chipped on the corner. No major force was used during impaction, and femoral trial was well placed on impactor pad. The broken piece fell on floor. No pieces remained in patient. There was no surgical delay. The surgical technique was utilized. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.